Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The tamper seal was intact. The bottom and right plunger cases were cracked. A review of the event history log showed evidence of a primary audible alarm post error. The customer reported product problem was also replicated during star-up. The issue occurred because the c9 cap was loose on the interconnect board. The interconnect board was replaced as a result. The following components were also replaced: serial number of the display, damaged bottom case and right plunger case, wavy washer, worm coupling, worm gear, motor mount, leadscrew, right and left clutch halves, teflon washers, two missing lcd spacers, and cable guard. The unit was then cleaned, greased, and calibrated. The unit then passed all functional tests. The root cause of the product problem was attributed to a user issue.

Event description:
It was reported that the device displayed an intermittent alarm. There was no patient involvement.